Event description:
The physician attempted an arteriotomy closure with the perclose proglide device after an interventional procedure on 03/07/2006. A femoral angiogram confirmed the access site to be in the left common femoral artery. (Lcfa), which was four(4)mm. Ans "calcified." It was reported there was still pulsatile flow after the closure attempt. Manual compression wa held to achieve hemostasis. The pt was kept overnight and was discharged one day later. She returned the next day complaining of pain with an avi of four(4)." An angiogram was performed which showed the lcfa to be one hundred percent was perfomed which showed the lcfa to be one hundred percent (100%) occluded. A fox hollow silver hawk was rportedly used to "cut and release pressure on the artery." The type of anesthesis used, physical location (e.g., operating room, cath, lab or intervention suite) and duration of the procedure are unk it was reported thi intervention "ended with clean and successful results." The pt was kept overnight and discharged.